Manufacturer narrative:
The reported device was not received for evaluation. The reported condition of a fractured implant was not confirmed. Visual evaluation could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event and device not returned. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
Doctor reports that the x ray reveals that the tsvtb10 implant is fractured. Tooth site #14.